Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced with a competitor device. The patient was in good condition.

Manufacturer narrative:
The reported event of loss of capture was confirmed. Final analysis found external insulation abrasions noted at 7.7-8.0, 8.2-8.5, 41.5-42.3, and 48.5-49.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 8.2-15.4 and 18.0-19.4 cm from the distal tip. The cause of the reported event was due to the internal insulation abrasion breaching the right ventricular and inner coil lumens with one etfe cable coating abraded.